Event description:
It was reported that the pt had a grand mal seizure, which was the first in about a year. It was also reported that the pt had not been doing well for about 6-8 weeks. Good faith attempts to obtain additional info have been unsuccessful to date. It is unknown at this time what the relationship of the event is to vns.